Manufacturer narrative:
(B)(4). This is a report of a connection issue caused by a use error, where a supply bag fell and disconnected. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide,¿ which is shipped with every homechoice device. The guide instructs the user to place the solution bags on a flat, stable surface and that falling bags can result in a disconnection or leak. It also provides step-by-step instructions for connecting the solution bags. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue between the cassette and the solution bag. This event occurred during dwell two of four of peritoneal dialysis therapy. The patient was connected at the time of the event. The solution bag fell and disconnected from the cassette line. The technical service representative assisted the patient with ending therapy and advised to use manual supplies to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.